Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that during a call with the engineering team and account team, discussion took place surrounding initialization for prone registration and registration technique. On-site training was performed by the account team, marketing, and engineering to address prone registration techniques. Additionally, the archives were received and reviewed. The archive showed no tracing on unique anatomy and touch points were added on the back of the skull. The exams also showed a hole at the back of the skull that was not filled by the "fill gaps" functionality in 3d model editing.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that during the case the site had difficulty registering a prone patient. After registration, the anatomy was flipped front to back and left to right. The site added additional points on the nose and traced the forehead with no change. It was noted that the scan was of good quality but the back of the head appeared cut off; the medtronic representative instructed the surgeon to avoid the area but when tracing on other parts on the head it would show points in the area. The site was able to get multiple passing registrations, but all were inaccurate. The site switched to another medtronic navigation system to continue the case. There was a surgical delay of more than 1 hour due to this issue, and there was no impact on patient outcome.